Event description:
The customer reported many no delivery alarms on the insulin pump, but was unable to troubleshoot and stated would call the helpline back. The blood glucose level was 536 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).